Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body noted the lead was very stretched with the distal high voltage cable pulled to the point of fracture confirming the reported lead damage. The observed damage appeared consistent with the lead having been caught or stuck and pulled with extreme force until released. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement or placement difficulty.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant int his patient with tortuous anatomy. The lead was reported to dislodge as the physician was placing the patient's right atrial (ra) lead. Upon withdrawl of the lead it was noted to be kinked at several points. An alternate lead was implanted in the rv and procedure completed without consequence. No adverse patient effects were reported.